Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured between august 23, 2013 and august 24, 2013. Evaluation summary: baxter received the unit for evaluation. Visual inspection did not verify the reported condition; the unit did not have any missing components. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate was missing the fill port cap. The reporter stated that this was identified before patient use. There was no patient involvement. No additional information is available. This is report 3 of 3.